Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Fluid retention in left knee [joint effusion]. Rheumatoid factor positive [rheumatoid factor positive]. Case description: spontaneous report was received on april 8, 2013 from a physician regarding a 72 year old female patient, initials (B)(6), with gonarthrosis. The patient's medical history was not provided. On (B)(6) 2012, the patient's joint fluid was removed. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection (first injection of first course) at a dose of 2 ml into an unspecified location. The lot number for synvisc was not provided. On an unspecified date, after receiving the third injection of the first course the patient had fluid retention. The action taken with synvisc treatment was not provided. The outcome of the event was not provided. Concomitant medications reported include loxoprofen and prednisolone. The intensity of the event was not provided. The reporting physician did not provide the causal relationship between synvisc and the event. Follow-up information was received on april 30, 2013 in the form of qa (quality assurance) investigation summary. The product lot number was not provided; therefore a batch record review was not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Follow-up information was received on may 15, 2013 from the physician regarding events information and treatment medication which upgraded the case to serious. The event of fluid retention was updated to fluid retention of left knee. On an unknown date, test for rheumatoid factor was positive. Crystal-induced factor was possible and rheumatism (rheumatoid factor positive) could not be ruled out. On (B)(6) 2013, the patient received joint injection with steroid for the event of fluid retention in the left knee. The patient had not yet recovered from the event of fluid retention of left knee and the outcome of the event of rheumatoid factor positive was not provided. The intensity of the event of rheumatoid factor was not provided. The reporting physician assessed the causal relationship between synvisc and the event of fluid retention as possible and did not provide for the event of rheumatoid factor positive.